Event description:
It was reported that there were alerts indicating that there was high out of range shock and pacing impedance on this right ventricular (rv) lead. Both alerts occurred during a ventricular tachycardia (vt) ablation procedure. All measurements were normal the day after. Isometrics were performed, and no noisy signals were present. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).